Event description:
It was reported that the lcd screen was giving error l3-006. The technician's changed cannister, three tubing sets, and three probes. The service technician was just in the center to perform an upgrade and informed of a possible problem may be in their system. The disposables were all checked for obvious leaks, but no evidence of connection leak. The patient was rescheduled for another day. The troubleshooting did not allow for the unit to move past the initialization and error code would populate.

Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.